Event description:
It is reported that the device was implanted in 2005, using the mis small incision technique. In 2006, the device was revised due to loosening.

Manufacturer narrative:
Evaluation summary: tibial plate shows poly plug sitting slightly proud of articular surface seating surface. Inferior side shows rotational striations and pmma coating is coming off surface (almost 70%). Cause of tibia loosening could not be definitively determined. Tibial plate exhibits rotational striations on inferior side. Superior side exhibits burnishing and slight gouging damage. Device meets dimensional specification where measured and passes the applicable fin width gauge.